Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed target lesion was located in the calcified and moderately tortuous left superficial femoral artery. Another manufacturers 7 x 80mm stent was implanted in the lesion. Then, this 6.0 x 60/135 (4f) sterling mr balloon catheter was used to post-dilate the lesion and ruptured at 6atms upon the first inflation. The procedure was completed with another sterling balloon catheter. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with blood in the balloon and inflation lumen. There was a longitudinal tear in the outer shaft from the guide wire exit notch to the proximal balloon bond, which prevented balloon inflation. A .014" guide wire was loaded into the guide wire exit notch and advanced through the lumen. There was a hole in the inner shaft 4mm distally from the guide wire exit notch. The hole was slightly larger than the outer diameter of a .014" wire and may be consistent with perforation of the shaft wall with the end of a guide wire during clinical use or preparation for clinical use. There was no damage to the balloon, functional testing confirmed the outer shaft damage prevented balloon inflation. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed target lesion was located in the calcified and moderately tortuous left superficial femoral artery. Another manufacturer's 7 x 80mm stent was implanted in the lesion. Then, this 6.0 x 60/135 (4f) sterling mr balloon catheter was used to post-dilate the lesion and ruptured at 6atms upon the first inflation. The procedure was completed with another sterling balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).